Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the needle was hard to pass and remove because of sticking. Additional information: it appears there are 2 devices being returned. Did the user experience the same difficulty with both devices: yes. Did the needle break: no. If so, did a fragment fall into the patient cavity: no. Was the operating room time extended more than 30 minutes: no. Was the operating room time extended more than 30 minutes: no. Was there any extension of the incision more than 1 inch: no. What was done to remedy the problem: first device was removed form field. A second device was opened. Same problem occurred. Finished case with the second instrument.